Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that their health care professional reset the device and issue was resolved. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting about a month ago, the patient noticed the feeling of stimulation would stop, shut down, and several times each time, they used their control equipment to check and noticed stimulation was turned off, and they turned it back on. They also noticed starting about a month ago, they were up every hour and a half to two hours during the night peeing, and when they would get up, they would notice stimulation was off and they would have to turn it back on again. At night they were going constantly. When this happened, there were no error messages. They knew it was not because their ins battery needed to be recharged, as they recharged once or twice every week. They did not use the control equipment on their own and accidentally turn stimulation off. They did not change programs. The patient was asked to connect using their equipment during the call and reported stimulation was on. They said it had happened to be off just before calling and they turned it back on. They were on program 1 at 5.4 volts, and stated they always used program 1. They checked the batteries and the handset was 92 percent charged, the ins was at 70 percent, and the communicator was at 94 percent. Some system information was reviewed. The patient was asked how they finished using their equipment after doing a check. They said they closed all. It was recommended they remove the communicator from their hip first, then take steps to power down their equipment. The patient noted they had no falls nor traumas, and no other medical tests nor procedures. They would report this to their doctor to have it checked in person, and were redirected to their healthcare provider to further address the issue.